Manufacturer narrative:
The customer replaced the electrodes and reference solution and performed weekly maintenance. Afterwards, the problem was solved. The customer declined to provide any additional data for investigation. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for na electrode (na) on a cobas pro ise analytical unit. Valid calibration and qc were performed in the morning. Later, the customer noticed na results were too high. The customer repeated patient samples on a different cobas instrument and found discrepant results. The customer also confirmed the issue with blood gas results of the affected patients. No blood gas results were provided. The customer provided examples of discrepant results between the 2 cobas instruments for 3 patient samples: patient 1 on cobas a: 144.8 mmol/l; on cobas b: 151 mmol/l; patient 2 on cobas a: 137.0 mmol/l; on cobas b: 145.5 mmol/l; patient 3 on cobas a: 135.0 mmol/l; on cobas b: 148 mmol/l. It is not clear which instrument the initial results were from and which results the repeat results were from. It is not known if any questionable results were reported outside of the laboratory. The na electrode lot number was u3304. The expiration date was not provided.